Manufacturer narrative:
The recipient is reportedly experiencing additional swelling following use of the non-allergenic double-sided tape. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly does not have an infection. However, the device has migrated which has caused discomfort when wearing the device. An allergy test was administered, and the physician noted an allergic response. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly prescribed additional antibiotics (type unknown) and prednisone. The recipient has reportedly developed metal allergies. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly developed an infection at the implant site. The recipient was prescribed oral antibiotics (type unknown) and was advised to discontinue device use.

Manufacturer narrative:
The recipient is reportedly using non-allergenic double-sided tape for retention issue and to avoid an allergic reaction. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Correction information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient did not experience migration. It is noted that the surgeon believed that the allergic reaction would be a chronic problem and decided to explant a device. The contralateral side was explanted, followed in MDR 3006556115-2025-00536. The recipient remains implanted on this side. The recipient's issues have resolved and wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.